Event description:
It was reported the lead had persistent impedance rise suggestive of mineralization issue. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance datacollected from the device and have analyzed the data. High ventricular impedance. The rv pace impedance measurement was in the 800 - 1000 ohm range until the week ending (B) (6) 2009 when the min/max values were 1024/1136 ohms respectively. This value continued to increase with the min/max reaching 8352/8928 ohms for the final week of the record ending (B) (6) 2010. Lead integrity alert triggered. Lia was installed and was triggered first on (B) (6) 2010.